Event description:
It was reported that during a da vinci si surgical procedure the monopolar curved scissors (mcs) instrument scissors were dull, the procedure was completed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. Failure analysis inspected the blades for indentations and none were found. The instrument passed a latex cut test. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .035 - .078 in length and not aligned with the tube axis. The evidence was inconclusive, but damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.